Event description:
Reportedly, when a pt was being transferred the ventilator stopped ventilating at standby mode within seconds after it alarmed. The ventilator was running on internal battery power at the time of this incident. When a nurse pressed on/standby button, the ventilator started working again. In the meantime, the pt was ambu bagged. Please note that there was no serious injury in this case.